Event description:
It was reported that this was an arteriotomy closure of a mildly calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two proglide devices were not successfully preflushed prior to use. Pulsatile blood flow was not confirmed through the marker lumens for both devices. A new proglide device successfully pre-placed a suture. The sheath was upsized to 8f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide and a non-abbott device as per usual practice for closure by the operator. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with the same reported issue is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the proglide device was not flushed prior to use. It should be noted that the proglide instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. The violation did not specifically contribute to the reported event. The reported marker lumen obstruction appears to be related to the under insertion of the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to previously filed report, update to information provided: both proglide devices were not flushed before use and not deployed in the anatomy. No additional information was provided.